Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the received product consisted of a journey guide wire without original packaging or other devices. A microscopic inspection revealed the high torque sleeve (hts) located .05 inches proximally from the tip was fractured. The coil wire appears to be slightly stretched/unraveled in the fracture area. All internal components appear to be intact. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review for the reported batch (13817377) confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure crossing difficulties occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and moderately calcified posterior tibial artery. The 185cm journey str guide wire was advanced to the target lesion but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status is good however, the device analysis revealed the guide wire body was fractured.